Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a basic evaluation trial patient regarding an external neurostimulator (ens) for urge incontinence and fecal incontinence. Patient had a bladder infection. Patient also had a sore back. Patient also stated that their antibiotics made them drowsy. Patient had been prescribed antibiotic medication for their infection. Therapy started on (B)(6) 2018. Patient was advised to consult with doctor for more information. There were no other malfunction or complication were reported.